Event description:
It is reported that the pt is experiencing pain and loosening.

Manufacturer narrative:
Eval summary: component compatibility is unk. Neither operative notes not x-rays have been provided. Attempts have been made to obtain add'l info however, no info has been received to date. The component fit and orientation per the surgical technique is unk. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. With the info provided, a definitive root cause is unk. Eval codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.